Event description:
During power injection for CT (computed tomography) chest abdomen and pelvis. Tech was at the patient's side and started the IV (intravenous) contrast injection. The injection started and the syringe flew off the power injector striking the floor. Tech removed the small piece of syringe left in the injector and loaded another syringe and was able to complete the scan without another incident.